Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was displaying inaccurately high compared to an emergency medical services (ems) meter. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 in the morning, the patient reported obtaining a blood glucose reading of "169mg/dl" on the subject meter and a "low" reading was obtained on an emergency medical services (ems) meter within 30 minutes. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=30% or <=30mg/dl. The patient reported using insulin pump therapy (type unknown) to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient denied developing any symptoms on the day of the alleged issue. However, the patient reported on (B)(6) 2012 on the morning, she was treated by ems with glucose tablets. At the time of troubleshooting, the cca noted the subject meter was in the correct unit of measurement, and the patient was using an approved sample site for testing. The patient's test strips and test strips vial were in good condition. However a control solution test was not run due to the patient not having control solution available. Replacement products were sent to the patient. This complaint is being reported as an adverse event since the patient claims due to the alleged issue, she required assistance from ems to prevent further injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.